Manufacturer narrative:
The review of the manufacturing and sterilization records verified that this lot met all pre-release specifications. (B)(4). The device was discarded, so no engineering evaluation could be performed.

Event description:
Within the abstract ¿incisional hernia prophylaxis after stoma reversal surgery ¿ a challenge for surgery ¿ presentation of the early-postoperative course of two patient groups¿, published by m. Ceno et al, during the european hernia society congress, taken place in may 2017, in vienna, austria, the published results and further investigations indicated that for eight patients the gore® bio-a® tissue reinforcement had to be removed because of deep wound infection. Based on further investigations the following was reported to gore regarding patient # (B)(6): the patient was presented with ulcerative colitis of unclear etiology with covered perforated ulcer in the left flexure. It was reported to gore that a gore® bio-a® tissue reinforcement was implanted on (B)(6) 2013, and due to a deep wound infection explanted on (B)(6) 2013. The provided implant date does not match with the manufacturing date of the medical device. The reported implant date is (B)(6) 2013. The manufacturing date is june 13, 2013. The product surveillance coordinator reached out to the physician in order to double check received lot number and implant date. The physician stated that the provided data was taken from previous notes and that no further/other information is available.

Manufacturer narrative:
As w.l. Gore & associates received the information that in total 8 gore® bio-a® tissue reinforcement have been explanted due to a deep wound infection but did not received any further information like lot number until today, gore is submitting one report for the 8 incidents until additional information will be received. Further investigation is being conducted and the information will be included in the final report. UDI numbers remain unknown.

Event description:
Within the abstract "incisional hernia prophylaxis after stoma reversal surgery ¿ a challenge for surgery ¿ presentation of the early-postoperative course of two patient groups¿, published by m. Ceno et al, during the european hernia society congress, taken place in may 2017, in vienna, austria, the results indicated that for six patients the gore® bio-a® tissue reinforcement had to be removed because of deep wound infection. During further investigations the author confirmed that in total 8 gore® bio-a® tissue reinforcement have been explanted due to a deep wound infection.